Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission indicated that there was t-wave oversensing noted post biventricular pacing which resulted in inappropriate shocks. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.